Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the proximal clevis hole. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Additionally, the instrument was found to have blade damage at the tip of the blade. One of the blade edges was indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint was confirmed based on failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument inspected prior to use with nothing out of the ordinary observed. The instrument did not collide with any other instrument or tool during the procedure. No photographic images of the device(s) or a video recording of the procedure are available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument was found to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.